Event description:
Per the clinic, the patient experienced keloid growth and skin infection at the abutment site. Subsequently, the patient was placed under general anesthesia on november (B)(6) 2022 in order to remove the magnet. The patient underwent a revision surgery on (B)(6) 2022, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.